Event description:
Bilateral pt was revised due to loosening and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Product info required to review the device history records and complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event, however, an earlier investigation into reports of tibial subsidence determined that the most likely causes of bibia subsidence are poor bone integrity or improper implant positioning / surgical technique. Based on the investigation findings, the need for corrective action is not indicated. Possibly related corrective actions were previously initiated including updates to the IFU, surgical and training techniques. Reference fir 03-031 for further details. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.